Event description:
The facility reported an infusion pump with a failure code 533 which occurred while infusing on a pt. The facility's biomedical engineer stated that no pt injury was reported on this pump. Information regarding pt demographics, medication involved and the pump's programming was requested but none was provided.